Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. The belt sn (B)(4) and the monitor sn (B)(4) were returned to the distributor and the evaluation is underway. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the shock was spontaneously terminated vf. Per physician's discretion, the event was considered appropriate.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of one shock while in the hospital. It was reported that the patient was not conscious at the time of the event. The device properly detected vf at 14:04:11 at 14:05:50, the device delivered a treatment shock. The rhythm spontaneously converted from vf to sinus rhythm five seconds prior to treatment. The response buttons were pressed after the treatment was delivered. The patient remained in the hospital and continued use of the device.